Event description:
The MFR rec'd a call from a representative in 1/2003. The rep reported the following problem: inop condition. Vent failed to cycle high-pitched noise. Rt was phoned using the phone with caregiver at the time of incident. They stated an audible alarm was heard. Place of event: pt home; time of event: 8:00 pm; message displayed: disc/sense; power source at time of event: ac; accessory: humidifier.